Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver failed to charge and boot up. The receiver log could not be downloaded and reviewed since the receiver ceased to function. The receiver functional test was attempted but could not be performed . The receiver case was opened for an internal visual inspection and it passed. During troubleshooting with the receiver and battery, no issues were found with the battery but no signal was found at tp83 from u4 at the main board. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective u4 at the main board.